Event description:
Pt was experiencing neck and arm pain. As a result, hardware was explanted.

Manufacturer narrative:
Ortho development representation was not present for the explantation and no further info could be obtained regarding the incident. Device was not returned to the MFR; therefore, no method, results or conclusion could be determined.